Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by an apoc specialist at a customer site who reported that an I-stat 1 analyzer would not activate. The specialist changed the batteries and noticed that the battery area of the analyzer was warmer than usual. Based on the info available at the time, there were no injuries associated with the event.